Manufacturer narrative:
The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported pod damage was confirmed. The difficult to insert was unable to be confirmed due to the condition of the returned product. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the small nav 6 emboshield embolic protection system (eps), when loading the filtration element into the delivery catheter (dc) using the torque device, the tip of the dc was observed bent. As a result, the filtration element could not be loaded into the dc. Therefore, the eps was not used in the patient and the procedure was completed with another nav 6 emboshield eps. There was no patient involvement and no clinically significant delay in the procedure. Device analysis revealed that the distal neck on the filtration element was separated proximal to the marker. No additional information was provided.